Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in 2020, this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was noted that the patient was lost to follow up since 2017, and the battery capacity had depleted on june 9, 2021. The patient was seen in clinic and that it appears that inappropriate shocks were delivered. This ICD was explanted and replaced. No additional adverse patient effects were reported.